Event description:
The customer contacted physio-control to report that their device provided unusual compression depth. This issue is patient related and the facility reported they suspect that the patient died due to malfunction of lucas3.

Manufacturer narrative:
This MDR is being submitted to correct the incorrect manufacturing site and related fields that were previously submitted under MFR 0003015876-2021-00522. Physio-control contacted the customer to request additional information on the patient and event. No response has been received from the customer. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.